Event description:
It was reported the pt arrived to the emergency room with a right sided myocardial infarction (mi). A 6f pacel bipolar pacing 1 cm 60cv catheter was inserted and functioning appropriately. The pt was turned onto his side for a lung x-ray but became asystolic. Pacing spikes could be seen but there was no capture. It was suspected that the lead moved or the heart was damaged where the lead was positioned. CPR was administered but the pt expired. During CPR the physician noted that the positive electrode on the lead was broken. The physician stated that the problem with the lead did not cause the pt's death, but would like the lead analyzed.

Manufacturer narrative:
One 6f pacel bipolar pacing catheter was visually inspected and functionally tested. Both the unmarked connector pin and the (-) distal connector pin were detached from their corresponding leg wire. Multiple areas of sticky residue were located along the length of the catheter shaft consistent with the prior application of adhesive tape. The overall condition suggested a tension break of the unmarked leg wire at or near the bifurcation, and forcible extraction of the (-) distal leg wire from the connector pin. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.